Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the left cart drive to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The left cart drive was installed onto a working system where it failed the iloop cal test. The system was rebooted in normal mode and performed the back drive test and the unit failed. The complaint was confirmed based on the results of the investigation. The probable root cause is attributed to component failure of the left gear motor. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to the start of a da vinci-assisted prostatectomy surgical procedure, error 23087 occurred while driving the patient side cart. The customer elected to use another da vinci system to continue with the procedure. The procedure was aborted to another dv system with no report of patient injury.